Manufacturer narrative:
Concomitant medical products: 2200-0500; 100 ml baxter infusion bag (lot p362780, exp oct 18) of cisatracurium, therapy date: (B)(6) 2017. Gtin/UDI number for model 8100, sn (B)(4) is (B)(4). The affected device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a primary infusion of cisatracurium (8 mcg/kg/min) was programmed at a rate of 29.4 ml/hr. At 1708, a new bag was hung with the same dose/rate and within one hour the nurse noted the entire 100 ml bag had infused. The patient was intubated and on ventilator support because the medication involved was a paralytic agent. There was no report of patient harm. The event occurred in the CT ICU.

Manufacturer narrative:
The customer¿s report of the device infusing faster than expected was neither confirmed nor replicated. The pcu event log shows that at 1:48 pm on (B)(6) 2017 the pump module received a remote IV request for cisatracurium 200mg in 100ml to infuse at 29.4ml/hr . The user entered 90ml for the vtbi and started the infusion. At 4:52 pm, the primary infusion completed and transitioned to kvo. The user then changed the vtbi to 30ml and started the infusion. At 5:08 pm the user channeled the device off. At 5:09 pm, the module received a remote IV request for cisatracurium 200mg in 100ml to infuse at 29.4ml/hr. The user entered 90ml for the vtbi and started the infusion. The device alarmed 3 times for air in line. After restarting the infusion the first two times, the user channeled the device off at 6:05 pm after the third alarm. The volume recorded as being infused between 1:48 pm and 6:05 pm was 122.715ml. The starting/ending volume of the fluid container cannot be determined through device logs. Functional testing performed found the pump module to be delivering fluid within specification. There were no anomalies or leaks observed with the primary set. The root cause of the reported event was not identified.